Event description:
During an in-clinic follow-up, an increased capture threshold and high pacing impedance were observed on the right ventricular (rv) lead. The rv lead was capped and replaced to resolve the event. The patient was stable.

Event description:
Additional information was received indicating a loss of capture was observed on the right ventricular (rv) lead. Rv lead damage was suspected, but was unable to be confirmed with x-ray imaging.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. The device history record was performed, and all required manufacturing processes and inspection steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.